Event description:
It was reported that on (B)(6) 2024, a 25mm amplatzer amulet left atrial appendage occluder was chosen for implant using an unknown delivery system. The device was successfully implanted and the patient got discharged without any symptoms. A week later, patient recovered by another hospital and noted that the device was embolized and patient underwent a cardiac surgery operation for device removal. The patient was reported stable and recovered.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device embolization into left atrium after a week of device implant was reported. The patient underwent a cardiac surgery operation for device removal. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024, a 25mm amplatzer amulet left atrial appendage occluder was chosen for implant using a non-abbott delivery system. The size of landing zone was between 18mm and 21mm and the sizing was determined with echocardiography and angiography measurements. During procedure, the atrial pressure was above 12, close criteria was satisfied and tension test was performed. The device was successfully implanted and the device compression was in the tire shape. The patient got discharged without any symptoms. A week later, patient recovered by another hospital and noted that the device was embolized and found in the left atrium. The patient underwent a cardiac surgery operation for device removal. The patient was reported stable and recovered.